Event description:
Complainant alleged that the clinicians were treating a patient who was suffering from a heart attack, and who had coded. The clinician attempted to defibrillate the patient at 200 joules, but the device would not charge to set energy level. Multiple shocks were administered to the patient, but the complainant indicated that the device would only deliver 100 joule shocks to the patient. The complainant also indicated that the clinicians attempted to pace the patient, but that device would not pace at the selected pacer output setting, and that the pacer output was lower than the selected output. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient's heart had been very damaged.